Manufacturer narrative:
Batch record review: review of lot file b310 was performed and there were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. Srms complaint database review: a review of complaints received for lot b310 was performed. There was 1 additional complaint reported for tubing leaks to date for this lot at the time of investigation. Service order (B)(4) completed: (B)(4) 2013. Fee removed and cleaned blood under recirculate pump. Found pump head's rollers not turning due to blood get inside rollers. Replaced pump head assy. Performed section check out procedure. Passed all tests. Instrument is operating as expected. No repairs needed. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).

Event description:
The customer called to report a tubing blood leak that was observed after treatment. Customer stated a blood leak was found at the recirculation pump when a kit was being removed after completing a treatment. Customer requested service be dispatched. Service order: (B)(4).